Event description:
It was reported that during a laparotomy procedure, when the device was fired on the superior rectal artery, a big abnormal sound was heard at the first stroke of the first firing. After that, the firing trigger could not to be moved and the jaw could not be released. Then the manual release lever was used, but still the jaw was not released. Finally, the operation was converted to open and the device was removed from the patient with cutting on the lateral side.

Manufacturer narrative:
(B)(4). Release button, indicator disk. The ec60 device was returned with the anvil and the closing trigger in the closed position. In addition, the 3-stroke indicator disk was damaged. The device was received with a partially fired reload present. The device was opened by applying a reverse force to the closing trigger and pressing the release button simultaneously. The firing mechanism was noted to be damaged; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.